Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger being sticky identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by japan that during service and evaluation, it was determined that the trigger of the small battery drive device was sticky, and the upper and lower trigger was caught. It was further observed that the mode switch resistance was too high, and the power was insufficient/low. It was further determined that the device failed pretest for general condition, check for sticky triggers and check power with power test bench. It was noted in the service order that the device was not working in a stable manner. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.